Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon was inserting the lumen emergent hemodialysis catheter, the guide wire was spiraled as it was pulled out. It was mentioned that the catheter was placed (guide wire was successfully inserted) but as the provider was withdrawing the wire from the catheter, a resistance was felt. Gentle traction was tried and again felt resistance, so the provider withdrew all that at tandem together. After it was withdrew, the wire was noticed to have been loose. Provider examined the wire and there was no piece left inside, both tips were intact. A stat chest x-ray was ordered to ascertain that there was no foreign body left and it was confirmed that there was no foreign body left. It was mentioned that the device had a malfunction that it did not do what it was supposed to do. The catheter was not repaired and there was no leak. There was no excessive force used to pull/take out the product and there were no other defects/damages found on the product. The guide wire used was the one included in the kit and there was no intervention/treatment required as a result of the event. The procedure was completed. There was no reported patient outcome.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the first image depicts the guide wire unraveled and the second image depicts a close-up view of the unraveled guide wire. It was reported that the guide wire was unable to be withdrawn and was unraveled. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.